Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ the customer was unable to discard a sample due to error code 413. No patient impact was reported. The following information was provided by the initial reporter: customer reports he is unable to discard a sample because of a error code 413.

Event description:
It was reported that while using bd synapsys¿ the customer was unable to discard a sample due to error code 413. No patient impact was reported. The following information was provided by the initial reporter: customer reports he is unable to discard a sample because of a error code 413.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.